Manufacturer narrative:
The customer reported that their bedside monitor (bsm) rebooted on its own while the patient was on it. No harm or injury was reported. They will be sending this unit in for an exchange.

Event description:
The customer reported that their bedside monitor (bsm) rebooted on its own while the patient was on it.